Event description:
It was reported that the pt underwent knee revision surgery. Prior to the procedure, the tibial baseplate was noted as internally rotated. During the procedure, the center peg of the implant detached from the underside of the tibial plate upon removal. The surgeon stated there could be many factors for this revision, including mal-positioning of the original components.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. No x-rays or operative notes were returned for review, therefore fit and orientation could not be evaluated. Based on the available info, a definitive room cause cannot be ascertained at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.